Event description:
It was reported that during an acucise case that when the surgeon proceeded to inflate the balloon that the pt jerked and blood came flowing out of the ureter. The surgeon believes that the balloon might have broken, but they weren't sure.